Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during the cataract surgery an ophthalmic knife was found to be blunt and could not make corneal incision. Procedure was completed using another knife. There was no report of patient harm.

Manufacturer narrative:
One opened clearcut knife in blade protector (bp) tray was received for the report of the knife is blunt and cannot make a corneal incision. The returned sample was visually inspected and was found to be conforming. Penetration testing could not be performed due to damage of the sample during functional testing. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually conforming, however the functional testing could not be completed due to damaged to the knife during testing, therefore a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).